Manufacturer narrative:
(B)(4): work order passed. No failure found. (B)(4): the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down within seconds. The battery will not hold a charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery on the system was not holding charge very long. They had it plugged in overnight and after unplugging it, it would only hold charge for less than a minute. There was no patient present.